Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedance measurements of zero ohms. A plasma pen was in use at the time of this measurement. The issue resolved when the plasma pen was turned off. No adverse patient effects were reported. This device remains in service.